Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 279 mg/dl after receiving an unexpected sensor expired alert while using the system. The user manually entered a fingerstick value into the ilet to resume insulin correction. No outside medical intervention was required.